Manufacturer narrative:
Follow-up from 26-jan-2016: the required number of follow-up attempts has been completed, with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced bleeding heavy (interpreted as genital bleeding) and pelvic pain. A total abdominal hysterectomy was performed. These events are serious due to their medical importance and listed in the reference safety information for essure. In this case, consumer experienced these events after essure insertion. Based on the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a medical doctor in united states on 13-oct-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 without difficulty. Additional information was received on 14-oct-2015. On (B)(6) 2011, during the post operative exam the patient was doing well. On (B)(6) 2011, a hysteroscopy d&c was done for pelvic pain. On (B)(6) 2011, during post operative visit, the patient complained of bleeding heavy, but had no fever. Her findings appeared wnl (understood as with normal limits) and no clear reason for severe pain was observed. At the time, lavh (laparoscopically assisted vaginal hysterectomy) was discussed. On (B)(6) 2011, a lavh was initiated but converted tah (total abdominal hysterectomy). The pathology of uterus, cervix and bilateral fallopian tube showed cervix with no significant histopathological abnormality, benign inactive endometrium and benign fallopian tubes. Product technical complaint (ptc) investigation result received on 29-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced bleeding heavy (interpreted as genital bleeding) and pelvic pain. A total abdominal hysterectomy was performed. These events are serious due to their medical importance and listed in the reference safety information for essure. In this case, consumer experienced these events after essure insertion. Based on the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information is being sought.